Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during a meniscus repair surgery, after t1 was implanted, t2 was deployed simultaneously in two (2) fast-fix 360 curved. The t1 was deployed through the meniscus and remained in the body of patient, and t2 was slipped off from the patient. Surgery was resumed, after a non-significant delay, with a back-up device. No patient complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. It was determined the device contributed to the reported event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A visual inspection found the two returned devices were without either implants. One section of suture was returned with device 2. Both devices had the actuators in the post t2/pre t1 deployment position, indicating the devices had both been cycled at least twice. A functional evaluation found both devices cycled as intended. A review of the customer provided image found two fast fix 360s with a suture in between them that had the implants cut off. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that may have contributed to the reported event include an unintended second actuation of the device or excessive retraction of the device causing t2 to be pulled from the needle. No containment or corrective actions are recommended at this time.